Event description:
It was observed that during the treatment of an active bleeding vessel off the common femoral artery, the coil was packed in the intended position. An attempt was made to detach the coil unsuccessfully. As the delivery pusher was retracted, a portion of the coil stretched and separated from the delivery pusher leaving a coil remnant in the parent artery. An attempt was made to remove the coil with a snare unsuccessfully. A stent was placed in the arterial vessel to keep the coil remnant in place. No harm was reported.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the implant coil remains within the patient and the delivery pusher was reported not available for return. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.